Manufacturer narrative:
Eval of the device found that the charge pak and hlcs were depleted. The device did not complete the power on sequence and draws 5.8ma of current when powered on. The device also did not respond to the on button. The root cause was traced to c177 of the analog board.

Event description:
The customer reported that during a routine device inspection, it was noticed that all of the icons on the device were displayed and the device would not power on. There was no pt involvement during the reported event.